Manufacturer narrative:
The clip remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue at this time. The reported patient effect of recurrent mr as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported clip migration could not be determined. The reported recurrent mitral regurgitation (mr) was due to the clip migration. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report partial clip movement it was reported that the first mitraclip procedure was performed on (B)(6) 2017 to treat grade 4 degenerative mitral regurgitation (mr). Two clips were implanted successfully reducing mr to 1. On (B)(6) 2020, echocardiogram was performed, it was observed that one of the clips had partially moved and mr increased to 4. There was no leaflet injury. A second procedure was performed on (B)(6) 2020, three xtr clips were implanted without issues, reducing mr to 1+. No additional information was provided.